Manufacturer narrative:
Block b3: exact date unknown, event occurred in year 2022.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.